Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. B06701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: ibuprofen from 22-aug-2013 to 30-jun-2014, folic acid from 2002 to 2013, prenatal vitamins from 2002 to 2013 and iron from 2002 to 2013. Concurrent conditions included anemia, anxiety and varicose vein. Concomitant products included norethisterone (micronor) and nuvaring since 22-aug-2013 for birth control as well as thomapyrin n (excedrin migraine). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced headache ("headaches"). On 23-oct-2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On 2-nov-2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On 15-dec-2015, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced mental disorder ("psychological or psychiatric problems condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery for essure removal). Essure was removed on 15-dec-2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fungal infection, mental disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Historical drug, concomitant disease, concomitant drugs were added. Updated suspect drug indication. Lot number added. Events vaginal bleeding, menorrhagia, yeast infection, psychological or psychiatric problems condition, migraines, headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, weight loss, gastrointestinal or digestive system condition, hormonal changes, back pain and did not have hsg performed following insertion of essure micro-inserts nos added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in a 27-year-old female patient who had essure (batch no. B06701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts". The patient's previously administered products included for an unreported indication: nuvaring from 22-aug-2013 to 30-jun-2014, micronor from 22-aug-2013 to 30-jun-2014, ibuprofen from 22-aug-2013 to 30-jun-2014, folic acid from 2002 to 2013, iron from 2002 to 2013 and prenatal vitamins from 2002 to 2013. Concurrent conditions included anemia, anxiety and varicose veins of lower extremities. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 22-aug-2013 and norethisterone (micronor) for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine). In 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced headache ("worsened headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition / depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced migraine ("worsened migraines"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), feeling abnormal ("brain fog"), dental caries ("hole in my teeth closed to my gums"), sinus disorder ("sinus issue"), abdominal pain lower ("stabbing pain") and insomnia ("insomnia") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, back pain, feeling abnormal and depression was resolving and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, fungal infection, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal, mood swings, ovarian cyst, endometriosis, anxiety, dental caries, sinus disorder, abdominal pain lower and insomnia outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, headache, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, sinus disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: hysteroscopy performed with visualization of tubal ostia, essure insertion performed without problems, uterine cavity unremarkable. Diagnostic results: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix with mild acute and chronic inflammation. 2. Proliferative endometrium with mild chronic endometritis. 3. Bilateral fallopian tubes with no significant pathologic abnormalities. 4. Bilateral cornua with coiled metallic implants. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dysmenorrhea, menorrhagia, pelvic pain, pid (acute pelvic inflammatory disease). Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received : aka added, events added- sinus issue, stabbing pain, insomnia, tooth cavity. On 3-dec-2019: pfs received : historical drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)") in a 27-year-old female patient who had essure (batch no. B06701 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6) 2013 to (B)(6) 2014, folic acid from 2002 to 2013, prenatal vitamins from 2002 to 2013 and iron from 2002 to 2013. Concurrent conditions included anemia, anxiety and varicose veins of lower extremities. Concomitant products included norethisterone (micronor) and nuvaring since (B)(6) 2013 for birth control as well as thomapyrin n (excedrin migraine). In 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis"). On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced headache ("wordened headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition / depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On 2-nov-2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced migraine ("worsened migraines"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hormone level abnormal ("hormonal changes") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, back pain, feeling abnormal and depression was resolving and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, fungal infection, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal, mood swings, ovarian cyst, endometriosis and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: hysteroscopy performed with visualization of tubal ostia, essure insertion performed without problems, uterine cavity unremarkable. Diagnostic results: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix with mild acute and chronic inflammation. 2. Proliferative endometrium with mild chronic endometritis. 3. Bilateral fallopian tubes with no significant pathologic abnormalities. 4. Bilateral cornua with coiled metallic implants. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dysmenorrhea, menorrhagia, pelvic pain, pid (acute pelvic inflammatory disease) most recent follow-up information incorporated above includes: on 25-jul-2018: quality department mentioned that the reported lot number b06701 was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)") in a 27-year-old female patient who had essure (batch no. B06701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6)2013 to (B)(6)2014, folic acid from 2002 to 2013, prenatal vitamins from 2002 to 2013 and iron from 2002 to 2013. Concurrent conditions included anemia, anxiety and varicose veins of lower extremities. Concomitant products included norethisterone (micronor) and nuvaring since (B)(6)2013 for birth control as well as thomapyrin n (excedrin migraine). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia"). In september 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis"). On (B)(6)2013, 1 month 5 days after insertion of essure, the patient experienced fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6)2013, the patient experienced headache ("wordened headaches"). In december 2013, the patient experienced nausea ("nausea"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition / depression") and anxiety ("anxiety"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient experienced migraine ("worsened migraines"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), hormone level abnormal ("hormonal changes") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, migraine, back pain, feeling abnormal and depression was resolving and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, fungal infection, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal, mood swings, ovarian cyst, endometriosis and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: hysteroscopy performed with visualization of tubal ostia, essure insertion performed without problems, uterine cavity unremarkable. Diagnostic results: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix with mild acute and chronic inflammation. 2. Proliferative endometrium with mild chronic endometritis. 3. Bilateral fallopian tubes with no significant pathologic abnormalities. 4. Bilateral cornua with coiled metallic implants. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dysmenorrhea, menorrhagia, pelvic pain, pid (acute pelvic inflammatory disease) most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events added: mood swings, brain fog, ovarian cyst, endometriosis, anxiety. Outcome of some event updated. Previously reported "psychological or psychiatric problems condition" was further specified as "depression". It was described in mr that she had pid (acute pelvic inflammatory disease). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in a 27-year-old female patient who had essure (batch no. B06701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts". The patient's previously administered products included for an unreported indication: nuvaring from (B)(6)2013 to(B)(6)2014, micronor from (B)(6)2013 to (B)(6)2014, ibuprofen from(B)(6) 2013 to(B)(6)2014, folic acid from (B)(6) to (B)(6) , iron from (B)(6) to (B)(6) and prenatal vitamins from (B)(6) to (B)(6) . Concurrent conditions included anemia, anxiety and varicose veins of lower extremities. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6)2013 and norethisterone (micronor) for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine). In 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6)2013, the patient had essure inserted. In september 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), mood swings ("mood swings"), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge"), 1 month 5 days after insertion of essure. On (B)(6)2013, the patient experienced headache ("wordened headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition / depression") and anxiety ("anxiety"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On(B)(6)2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient experienced migraine ("worsened migraines"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), feeling abnormal ("brain fog"), dental caries ("hole in my teeth closed to my gums"), sinus disorder ("sinus issue"), abdominal pain lower ("stabbing pain") and insomnia ("insomnia") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilatral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, migraine, back pain, feeling abnormal and depression was resolving and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, fungal infection, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, gastrointestinal disorder, hormone level abnormal, mood swings, ovarian cyst, endometriosis, anxiety, dental caries, sinus disorder, abdominal pain lower and insomnia outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, headache, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, sinus disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 215 lbs. Insertion details: hysteroscopy performed with visualization of tubal ostia, essure insertion performed without problems, uterine cavity unremarkable. Diagnostic results: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix with mild acute and chronic inflammation. 2. Proliferative endometrium with mild chronic endometritis. 3. Bilateral fallopian tubes with no significant pathologic abnormalities. 4. Bilateral cornua with coiled metallic implants. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, dysmenorrhea, menorrhagia, pelvic pain, pid (acute pelvic inflammatory disease) most recent follow-up information incorporated above includes: on 5-feb-2020: this case-2017-120981 will delete from bayer data base due to duplicate of case-2015-452764. All information were transferred to retention case-2015-452764. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.